Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4), inc. Requirements throughout the incoming, manufacturing, and the final inspection processes. No inventory available for the finished good lot reported. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence and infection cannot be determined with certainty basad on the information provided, without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. Reference: complaint (B)(4); (ethicon complaint (B)(4)), item (B)(4) stratafix spiral pdo knotless tissue control device - (B)(4) pdo 45cm, lot mcjh230.

Event description:
It was reported by the rep that in 8 different cases of wound dehiscence were experienced 2-3 weeks post-op where stratafix devices were used to close subcutaneous tissue layer. Additional information from attached synergy form: wound dehiscence 2-3 weeks post-op. 3-4 cm incision. Dates of events not reported. Dr. (B)(6) did not have any similar issues using same device on longer incision. Required intervention to prevent impairment/damage. Had to close incision with standard suture. Ref. Pr complaint (B)(4).